Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
A nanocross elite pta balloon was being used for treatment of a 150mm calcified lesion with 100% stenosis in the proximal region of the right posterior tibial artery. The artery was 2.5mm in diameter with minimal tortuosity and severe calcification. A 6fr non medtronic sheath and a 0.014" non medtronic guidewire was used. The vessel was not pre-dilated. The IFU was followed. There was no issues noted when removing the device from packaging. Moderate resistance was med when advancing the device. A non medtronic inflation device with 50/50 contrast was used for inflation. It was reported on the first inflation the balloon burst at 10 atm. The balloon did not detach. The device was safely removed from the patient. Another nanocross was used was used to complete the case. No patient injury was reported.